Event description:
It was reported that due to infection patient required revision surgery.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number (B)(4); part number 391-12-706, s808 - infection, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.